Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, approximately one week prior to the replacement procedure, the valve at the base of the button began leaking stomach contents. The procedure was completed with a new low profile button replacement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.

Manufacturer narrative:
A visual evaluation showed residue was present on the device to indicate use. Button dome had been correctly manufactured and securely attached to the body of the device. Several cut marks on the circumference of the dome indicate dome had been cut off the body using a scalpel or similar cutting instrument. Button dome was not returned. Button valve was properly attached and no damage was found. Function of valve was verified by placing syringe in body of button and drawing a vacuum to ensure the valve sealed properly to body. The body shaft collapsed during vacuum confirming that no leakage occurred around the valve. The condition of the returned unit was not consistent with the complaint incident that the valve leaked. During product analysis, the valve functioned properly. Therefore, the most probable root cause is not confirmed. (B)(4).

Manufacturer narrative:
(B)(4): the complainant was unable to provide the suspect device lot number; therefore, the lot expiration and device manufacture dates are unknown. The device has been received for analysis. Upon receipt and completion of the failure analysis of the complaint device, if there is any further relevant information from that review, a supplemental medwatch will be filed. (B)(4)

Event description:
It was reported to boston scientific corporation that a low profile button replacement g tube was used during a replacement procedure performed on (B)(6), 2010. According to the complainant, approximately one week prior to the replacement procedure, the valve at the base of the button began leaking stomach contents. The procedure was completed with a new low profile button replacement. There were no patient complications reported as a result of this event. The patient's condition at the conclusion of the procedure was reported to be fine.